Event description:
The customer reported the damaged power plug which prevented the system form booting up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power plug was evaluated and reseated. The system was tested and found to be working as intended and returned to service.